Event description:
A malfunction alarm was reported by the customer, with occlusion events occurring earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The issue was resolved by reloading the same cartridge for insulin and resuming therapy.